Manufacturer narrative:
Evaluation results and conclusions: (failure to deliver and stent deformation). (Lesion morphology). 90-95% stenosis and severe calcification. (Deformation problem). (B)(4).

Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent to a severely calcified lesion at lcx with 90%-95% stenosis but the device could not cross. Physician gave up the operation. Patient overall ok evaluation summary: the distal tip was flared and damaged indicating that it may have been stubbed during advancement. A number of struts on the 1st and 2nd distal stent segments were raised and pulled proximally over the stent. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).